Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use electrosurgical knife's tip broke off into the patient and was suctioned out. This occurred during an endoscopic submucosal dissection procedure. There were no reports of patient harm.

Manufacturer narrative:
Additional information: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: during high-frequency output, discharge occurred between the surgical knife and the tissue due to the following factors: ·the electrosurgical unit settings were used in coagulation mode. ·the output setting was high. ·the energization time was long. ·the contact length between the tissue and the surgical knife was short. Due to electric discharge, localized high heat was applied to the surgical knife, reducing its strength. Additionally, the knife was burnt. The surgical knife, which had reduced strength, broke under the load during tissue incision. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.